Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and insulin was squirting out of the tubing during manual prime. The customer stated he had been receiving these alarms for a while and had been able to clear them in the past but, at the time of the call he was unable to exit the prime loop. He confirmed that the insulin pump was not bumped or dropped and the drive support cap appeared normal. Blood glucose value was 64 mg/dl. The insulin pump was out of warranty. The customer was advised a loaner pump could be sent but he declined to replace or return the device and stated he was able to exit the rewind sequence and would continue using the insulin pump. Customer was advised to discontinue the use of the device and revert to a back-up plan.